Event description:
Communication with the treating physician showed that he observed the patient¿s seizures were increased from their pre-vns baselines of 2/week to 3/week. However, he believed this increase was from a lack of sleep, not the vns surgery as previously stated. No additional pertinent information has been received to date.

Event description:
It was reported that the patient complained of an increase in the number of seizures since her vns was implanted. The treating physician expressed that he believed the patient was experiencing stress from having vns implanted and this could be initiating the seizures in the patient. Device diagnostics performed in the most recent appointment were within normal limits. No additional pertinent information has been received to date.